Manufacturer narrative:
The technician found the brake casters are worn. The most likely cause is normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brake casters are not holding. The stretcher was located in maintenance at the facility. There was no patient/user injury reported. (B)(4).